Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white female patient who underwent a breast augmentation procedure with mentor memorygel breast implant 600cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade ii in left breast, baker grade IV in right breast). Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2022. During explant surgery, it was observed that patient¿s right breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 26-apr-2022, mentor received additional information about the event. The patient¿s ethnicity is not hispanic/latino. Manufacturer¿s reference number: (B)(4).